Event description:
It was reported that during an unknown procedure, it was observed that there were small "flecks" on the staple line after the device was fired. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4 batch #743d96. Corrected data: d1. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that one gst60b reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. In addition, a piece of gauze was received inside a plastic bag. A visual inspection under the microscope was also performed, but no foreign matter was observed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally, photographs were provided: the first photo shows a tyvek with code gst60b, lot 768d30, expiration date 2028/08/31. The second photo shows a foreign matter; however, it was not returned for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 743d96, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. D4: batch #unk. Updated data: d4 (expiration date), h4. Corrected data: d4 (UDI), investigation summary. Investigation summary: four reloads and two photos were received for evaluation. Visual analysis of the returned samples determined that three gst60b reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. The fourth gst60b reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. In addition, a piece of gauze was received inside a plastic bag. A visual inspection under the microscope was also performed, but no foreign matter was observed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally, two photos were submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek with code gst60b, lot: 768d30, expiration date: 2028/08/31. The second photo shows an unknown blue foreign matter that appears to have come from the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.